Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site initially traced and added one touch point below the columella, receiving a 1.9 mm accuracy value. When proceeding to navigation, the surgeon noticed that as the instrument entered posteriorly into the patient, the inaccuracy increased - sometimes up to 5 mm. However, whenever accuracy was checked at the tip of the patient¿s nose, the registration remained spot-on. The clinical consultant (cc) offered to have the surgeon re-register the patient, but the site chose to proceed with the surgery while keeping the inaccuracy in mind. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H6: the system was evaluated in the field. No parts were replaced and the system functioned as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: updated b3. Aware date: 12/3/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. The provided logs were reviewed and 4 sessions were observed. Sessions 1 and 4 contained only workflow transitions between select procedure, images, registration, and patient admin, with no successful registrations. Session 2 showed the user repeatedly transitioned through images, registration, build models, registration verify, and navigation, where a total of 9 successful registrations were observed with variable accuracy, including 4.20¿mm (630 trace points), 3.10¿mm (350 trace points), 1.89¿mm (350 trace points; 1 image point; 1 touch point), and 2.93¿mm (632 trace points; 2 image points; 2 touch points). Session 3 showed 7 successful registrations with better accuracy, including 1.08¿mm (343 trace points), 0.73¿0.75¿mm (350¿424 trace points), and 0.98¿mm (424 trace points; 1 image point; 1 touch point). The archive review identified three computer tomography (CT) exams, where CT-1 (254 slices, 0.63 mm spacing/thickness) was used, while CT-2 and CT-3 were flagged as ¿not optimal for stealth¿ due to irregular slice spacing and missing slices. Two registrations were stored in the archive: 2.4¿mm (calculated from 632 trace points; 2 touch points, with one touch not properly registered and trace points clustered with several in air/partially in air, cov erage limited to the sinus region) and 5.9¿mm (483 trace points only; one touch selected but not registered, clustering with air/partial points). Based on the logs and archive, registration attempts showed inconsistent point collection and poor distribution, and there was no indication that a software anomaly contributed to the reported behavior. Suggesting to take trace more points throughout the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.